Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008--patient underwent a cystoscopy with implant of a bard/davol flat mesh as a vaginal sling to repair stress urinary incontinence. (B)(6) 2013--patient was diagnosed with an eroded bladder neck sling (bard flat mesh), myofascial pain and voiding dysfunction. The patient underwent removal of the bard/davol flat mesh, urethrolysis, botox injection into the levator ani muscles, myofascial release physical therapy and cystoscopy. The medical records note that the mesh was removed in three different pieces and that one portion of the flat mesh was identified in the left side in space of retzius adherent to the posterior aspect of the pubic symphysis.